Event description:
The report from the field indicated that there was leakage noted at/from the luer hub of the product while preparing/flushing the product for use. The product was not clinically used in the pt. The intended target lesion was the the left anterior descending (lad) coronary artery. The pt was treated successfully with another cypher stent with the same catalog number. There was no rpeorted pt injury.